Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that there were high impedances on electrodes 3 and 4. It was reported that the patient had fallen on the ice sometime in january. It was reported that the patient had a lack of relief and they had been doing well with the therapy but noticed in the last month that the pain in their back was worse. The manufacturer representative was able to reprogram around the affected electrodes and recapture coverage and reduce the pain. No further complications are anticipated.